Event description:
Doctor reported swelling and no bone formation after a sinus lift procedure with pepgen p-15 and another product not manufactured by dentsply, biooss. The pt was administered antibiotics and it is reasonable to assume that another procedure was performed to achieve desired results.